Event description:
The needle broke off in the patient when she pulled it out after self injection. The patient was then admitted to the or to have needle cannula surgically removed.

Manufacturer narrative:
Device has been submitted for microscopic evaluation. Risk analyst facility believes device may have been tampered with by patient since the patient has had a history of self injury.